Event description:
(B)(4). Severe migraines, both ocular and complex; stabbing pain in left quadrant; extremely painful ovulation; large clots during menstruation; depression; anxiety; unexplained weight gain; inability to lose weight; severe bloating; inconsistent bowel movements (varied between severely constipated and extremely loose with no change in diet); fatigue; night sweats; dental issues (leading to hospitalization due to uncontrollable infection); joint problems; extreme hair loss (at least 100 individual hairs per wash); polycystic ovarian syndrome; memory loss (important memories, like my children's first steps, my wedding day, important dates, just to name a few); constant brain fog; forgetfulness; exhaustion; severe mood swings.